Event description:
It was reported that the patient presented to the clinic and the pulse generator exhibited premature elective replacement indicator. A review of printouts showed a high current drain. On (B)(6) 2014 the device was interrogated and shortly thereafter, the device exhibited backup vvi operation. A lead impedance measurement anomaly was also noted. On (B)(6) 2014 the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the pulse generator was in backup vvi mode. Multiple flipped bites in the device software caused a high current drain resulting in rapid battery depletion at the end of the implant duration. The reason for the multiple flipped bits could not be determined.